Manufacturer narrative:
Additional information was received for this event. This supplemental report is being submitted to provide this information. There was no other equipment that was replaced during the procedure. The device was inspected. No damage or abnormalities were observed. The patient's pre-existing conditions and demographics are not available. It is unknown as to whether any device fragment fell inside the patient or how it was retrieved. It is unknown as to whether there was any visual damage to the teflon pad or probe. It is unknown if there was metal exposed on the jaw. The generator settings were seal and cut 2/1. It is not available what the connection points to the generator were inspected. There was no cable damage observed. It is unknown if the procedural tips and technique instructions that were distributed on 9/27/2013 have been shared with the user facility.

Manufacturer narrative:
The device is returned and an evaluation completed for it. This supplemental report is being submitted to provide this information. Device actual lot # 07k 07; 07k is the package lot #. The device history record review confirmed that device lot had no anomaly in inspection of high energy output and appearance. The device was returned for evaluation for evaluation of the broken probe issue. The reported complaint was confirmed. The probe completely broke off, and the broken piece was not returned with the device. The missing probe fragment could be about 16mm in length. The remaining portion of the probe was slightly bent on one side and measured about 3mm in length. Visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) is slightly worn at tip, but intact and no metal exposed. The jaw gold insulation is also intact. The device was then attached to the usg-400/esg-400 and found both switches working. The wiper movement and its gold insulation are normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Due to probe damage, the handpiece could not be checked for energy output as it would generate u509 error code on the usg-400. The exact cause of the event cannot be exclusively identified. However based on past investigations, the broken probe possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. Contact with a surgical instrument: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke with added load. Contact with non-insulated area of grasping section: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke with added load. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during a therapeutic whipple procedure, the device probe broke. There was no impact to the outcome of the procedure and the procedure was completed with another similar device. There was no harm or adverse impact to the patient.